Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument had a broken cable. There was no report of patient harm due to this event.